Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 48 mg/dl and other blood glucose level was 189 mg/dl. The customer was treated for low blood glucose with sugar. The customer reported that the insulin pump had frozen display. The customer also reported that they have issue with auto basal mode. The insulin pump will not be returned for analysis.